Manufacturer narrative:
Additional narrative: reporter is a synthes employee. Device is not distributed in the united states but is similar to device marketed in the USA. Part: (B)(4) lot: 54p9367 manufacturing site: bettlach release to warehouse date: (B)(6) 2020 expire date: (B)(6) 2030 a manufacturing record evaluation was performed for the finished device (B)(4) lot: 54p9367 and no non-conformances were identified. Part: (B)(4) lot: 54p9363 manufacturing site: bettlach release to warehouse date: (B)(6) 2020 expire date: (B)(6) 2030. A manufacturing record evaluation was performed for the finished device (B)(4) lot: 54p9363 and no non-conformances were identified. Visual inspection: we have one screw received out of the original packaging. At the external sterilization pouches sticks are two labels (part: (B)(4) lot: 54p9367 / part: (B)(4) lot: 54p9363). The screw is mounted in the screw support / holder as intended. The white part of the screw support / holder has shown that one of the two pins some dents / marks are visible. The reported chip is not returned for further evaluation. On the screw recess / screw tip are wear marks visible as well as some residue all over the screw surface. Dimensional inspection: a dimensional test at the screw holder is not appropriate, since all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. Document/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Failure in material, production or packaging could not be detected. Summary: the complaint is confirmed as the received matneu screw support / holder is damaged. The review of the device history records according of these both labels revealed that these matneu screws was manufactured in may 2020. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted; failure in material, production or packaging could not be detected. By the evidence and microscopic view that the screw recess / screw tip are wear marks visible as well as some residue all over the screw surface, we can conclude that the damage is a result of that the screw were use against as reported. The exact cause of this occurrence (the white part of the screw support / holder has shown that one of the two pins some dents / marks are visible) cannot be defined; it can only be assumed that any occurrence during transportation, storage, or handling failure during pick up of the screw did lead to the complained situation. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. The root cause was identified during the performed customer quality (cq) evaluation and therefore the in the investigation flow listed remaining investigation steps "dimensional inspection:" are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that during a procedure on (B)(6) 2020, upon unsealing the screw, the white stand which held the screw had already chipped. A replacement screw was used instead. The procedure was completed with ten (10) minute delay. Patient was stable. This report is for a matrixneuro screw. This is report 1 of 1 for (B)(4).